Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 500mg/dl. Customer also indicated that there is an issue with the o ring and does not have a tight seal. Customer declined to further troubleshoot the air bubbles or their high blood glucose and was advised to call back if further assistance is needed.